Event description:
Rptr experienced weight loss, implants crooked and wrinkled, capsular contractures, heart valve problems, depression, closed capsulotomies, back tumors, arthritis of back, arms, ankles, knees, and hips, joint swelling/pain/stiffness, hardening around implants, muscle fatigue, sharp breast pains, fatigue, sleeping problems, memory loss, balance problems, tingling and numbness, swollen glands, hair loss, cold feet and hands, and possible implant leakage.